Event description:
We received a report that during the implantation a tecnis 1 piece intraocular lens (iol) (B)(4) the haptics stuck together and to the anterior surface of the optic. The report indicated the surgeon allowed about 30 seconds for the iol to unfold. She then used a ''pusher'' and a ''spatula'' to manipulate the iol sometimes the haptic sticks so as to cause the iol to tilt. The iol remains implanted and there was not patient injury.

Manufacturer narrative:
The manufacturing record was performed. All process operations were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint type reported. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change that could be related with the complaint type reported. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Concomitant medical products: eyefill c viscoelastic; the unfolder platinum 1 handpiece; 1mtec cartridge. All pertinent information available to the manufacturer has been submitted. (B)(6). Placeholder.